Event description:
It was reported that the patient went to the emergency department due to dyspnea and pain while breathing. Upon examination it was revealed that the lead had perforated the apex of the heart and an effusion of the lung occurred. A lead revision was done and the lead remains in use. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.